Manufacturer narrative:
Intuitive surgical inc. (Isi) received all three units for failure analysis investigation. However, the failure analysis for the hrsv is still in progress and has not been completed. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The failure analysis results for the pmsc and the vsl are as follows: the pmsc was returned for failure analysis but the reported failure could not be confirmed. The unit was tested in a test system and the video was good in both eyes. Visual inspection found a damaged dvi port. The vsl board was returned for failure analysis but the reported failure could not be confirmed. The vsl was installed and tested in a test system and start up was good with video in both eyes. Ten power cycles were performed and all passed. The board was left in the system for one hour and it performed with no issues. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported loss of left eye on the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer verify that there were no video cables connected at the ssc and power cycled the system but there was no change. The tse had the customer verify the camera cable was tight at the vision side console (vsc) and the camera head, and hard power cycled the vsc and the ssc but again there was no change. The customer reported the left eye was working with no issues on the vsc but the ssc left eye was not displaying an image. The customer attempted to change the ssc view to 2d but the image would not display in the left eye. The customer made the decision to proceed with the procedure with image in only one eye of the ssc. Isi followed up with the isi clinical sales representative and obtained the following additional information: the csr confirmed that the surgeon completed the procedure robotically with vision in only one eye. The csr confirmed no patient harm. An isi field service engineer (fse) was dispatched to the facility and confirmed that the monitor had a loss of video. To resolve the issue, the fse replaced high resolution stereo viewer (hrsv), the personality module surgeon console (pmsc), and the video slice (vsl). The hrsv is located on the ssc and provides the 3d image captured from the endoscope inserted in the patient. The pmsc is a module that consists of 5 interface boards. The vsl is the main video processing board.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the hrsv for evaluation. Failure analysis confirmed the customer reported complaint. The hrsv was found to have no video. The hrsv was cleaned, tested, and burned-in. All functions were checked and the backlight was calibrated.